Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2005. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product malfunction; serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 08/02/2017 as follows: patient allegedly received an implant on (B)(6) 2005 via the right common femoral vein due to pulmonary embolism. Patient is alleging thrombosis from filter went to his femoral vein and anxiety and pain due to the device.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'thrombosis from filter to femoral vein, anxiety, pain'. Cook will reopen its investigation if further information is received. Unknown if the reported pain and anxiety is directly related to the filter and unable to identify a corresponding failure mode at this time. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Additional information: investigation: the following allegations have been investigated: pain, vc perforation, tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received. Update - cinc: spec_91889 and spec_91890 pertain to the gunther tulip vena cava filter. The specifications differ based on the approach used in placement of the device. However, both documents indicate that the device is manufactured, inspected and packaged by william cook (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Per a CT scan performed on (B)(6) 2017 it states, " positive for caval perforation. A total of four prongs have perforated the ivc, 3-degree tilt, 2-degree tilt."